Manufacturer narrative:
Correction: d8 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the nozzle, but it was not possible to identify the foreign matter. There was no deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope does not insufflate. The issue occurred during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged by foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the air supply volume did not meet the standard value due to damage on the air / water tube. The device evaluation found that the nozzle was clogged by foreign material. Additional findings include the following: the up / down knob could not be locked securely due to wear of the forceps elevator lever, the switch box had a dent, the right / left knob was shaved, the suction cylinder had no color, the grip was shaved, the expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the forceps elevator lever, the insulation resistance value at the distal end did not meet the standard value due to a crack on the bending section cover, the water supply volume did not meet the standard value due to damage on the nozzle, the light guide lens had a crack, the connecting tube had a wrinkle / dent, and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.